Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was not delivering the bolus insulin. The issue began two weeks ago, after the patient had to clean insulin out of the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels that she was able to correct via insulin injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.